Manufacturer narrative:
The reported even occurred during the set up of phoenix machine. No pt involved. A gambro technical services (gts) field rep duplicated the reported condition. He recalibrated "a" conductivity per MFR's procedure.